Event description:
Ous MDR - it was reported that the patient received multiple inappropriate shocks due to oversensing on the ventricular lead. Oversensing was also noted on the atrial lead during a follow-up on (B)(6) 2015. The leads were not returned for analysis. No other adverse patient side effects were reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided was carefully analysed. The available iegms confirmed the presence of noise on rv channel as mentioned in the complaint description and showed intermittent undersensing on ra channel. In spite of the available data, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.